Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cook (B)(4) were informed of an incident with the echotip procore endobronchial hd ultrasound biopsy needle by (B)(6) reference# (B)(4) as follows: "we have been informed of an incident with the echotip procore endobronchial hd ultrasound biopsy needle (model echo-hd-22-ebus-p-c / g34279 ¿ lot c1527151). Incident description: broken needle. The lot number has been confirmed but the hospital / complaint facility be confirmed. Incident date not confirmed yet." We suspect this report may be a duplicate report of cook reference number (B)(4) / MDR report# 3001845648-2018-00615. We are awaiting confirmation from (B)(6).

Manufacturer narrative:
510 (k) number; k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: ed sutkowski, cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana, 47402-4195. Importer site establishment registration number: 3005580113. This cancellation follow up report is being submitted due to the confirmation that this complaint is a duplicate report of 248378 / MDR report# 3001845648-2018-00615. Update from rep on 30-jan-19 as follows: "I have only one complaint transmitted the 5 of december 2019 for 1 x echo-hd-22-ebus-p-c lot c1527151." Federal agency for medicines and health products in belgium were in agreement. This complaint file is being closed /cancelled.

Event description:
This cancellation follow up report is being submitted due to the confirmation that this complaint is a duplicate report of 248378 / MDR report# 3001845648-2018-00615. Update from rep on 30-jan-19 as follows: "I have only one complaint transmitted the 5 of december 2019 for 1 x echo-hd-22-ebus-p-c lot c1527151." Federal agency for medicines and health products in belgium were in agreement. Intial report details: cook ireland were informed of an incident with the echotip procore endobronchial hd ultrasound biopsy needle by the federal agency for medicines and health productsin belgium, fagg.be reference#26966 as follows: "we have been informed of an incident with the echotip procore endobronchial hd ultrasound biopsy needle (model echo-hd-22-ebus-p-c / g34279 ¿ lot c1527151 ). Incident description: broken needle. The lot number has been confirmed but the hospital / complaint facility be confirmed. Incident date not confirmed yet." We suspect this report may be a duplicate report of cook reference number 248378 / MDR report# 3001845648-2018-00615. We are awaiting confirmation from federal agency for medicines and health products in belgium.

Manufacturer narrative:
(B)(4). Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Cook ireland were informed of an incident with the echotip procore endobronchial hd ultrasound biopsy needle by the federal agency for medicines and health productsin belgium, fagg.be (B)(4) as follows: "we have been informed of an incident with the echotip procore endobronchial hd ultrasound biopsy needle (model echo-hd-22-ebus-p-c / (B)(4) ¿ lot c1527151 ). Incident description: broken needle. The lot number has been confirmed but the hospital / complaint facility be confirmed. Incident date not confirmed yet." We suspect this report may be a duplicate report of cook reference number 248378 / MDR report# 3001845648-2018-00615. We are awaiting confirmation from federal agency for medicines and health productsin belgium.